Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor readings being inaccurate. Customer's blood glucose was 139 mg/dl and sensor reading was 65 mg/dl. She accidently broke the bottom part of the sensor when she was removing it from the package. Customer declined troubleshooting assistance. The sensor is not returning for analysis.